Manufacturer narrative:
(B)(4)

Event description:
The customer questioned multiple results for 1 patient sample that were from an aliquot cup from the modular pre-analytic (mpa) system and tested on the cobas 8000 c 702 module. Based on the data provided, the results for crej2 creatinine jaffé gen.2 (crej2) and gluc3 glucose hk (gluc3) were erroneous. The erroneous results were not reported outside of the laboratory. The initial results were from an aliquot cup from the mpa and run on the c702 module. The repeat results were performed with the primary tube on a different c702 module. Refer to MDR report # 1823260-2018-00066-00 for information on the c702 module. The initial gluc3 result was 257 mg/dl. The repeat result was 92 mg/dl. The initial crej2 result was 8.5 mg/dl. The repeat result was 1.3 mg/dl. The repeat results were believed to be correct. No adverse event occurred. The crej2 reagent lot number was 256351. The expiration date was not provided. The gluc3 reagent lot number was 242156. The expiration date was not provided. The field service engineer (fse) visited the customer site and did not identify any issues. The fse performed an aliquot leak test with no issues. The customer is running the patient sample aliquoter with no errors.

Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. This customer had a similar issue previously where it was determined they were re-using aliquot cups; however, since no further information was provided by the customer, this could not be confirmed for this event.